Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-08. H6: investigation summary: a device history review was conducted for lot number 9023779. Our records show that this is the only instance of a broken needle occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our engineers reviewed the device submitted by the facility. They noted that the protective needle covering was present but bent, and the needle core had fractured. A review of the manufacturing facility was performed and evidence of a misalignment was found in the automated assembly process. To prevent future occurrences of this issue our facility has stopped using the automated station responsible for needle cover installation until the appropriate measures can be taken to optimize performance. H3 other text : see h10.

Event description:
It was reported while using bd pegasus¿ gn 18gax1.16in dual the needle was discovered to be broken. The following information was provided by the initial reporter, translated from chinese to english: when the nurse opened the package for the first puncture and found that the hand feel was abnormal, she immediately stopped the puncture and then observed and found that the steel needle was in a broken state in the catheter tubing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd pegasus¿ gn 18gax1.16in dual the needle was discovered to be broken. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse opened the package for the first puncture and found that the hand feel was abnormal, she immediately stopped the puncture and then observed and found that the steel needle was in a broken state in the catheter tubing.